Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team performed thorough investigation of the database application logs and found no failed login events in the user's sso or cua logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. Testing and analysis did not confirm that this is an issue to assist with the resolution of the issue, we asked the helpline team the following to ensure that it is addressed effectively: I am not seeing any recent login activity for this user. There are records of some failed logins from october 2023 but nothing else. The phone model reported is not supported but the android version is, which might explain their issue. Are they attempting to login to carelink personal directly through a web browser? I would advise this user to create a second carelink personal account just in case, then attempt to login with it. There does not seem to be any data in their current account so they will not be losing any data. We have made multiple attempts to contact the customer/rep to address the issue, but we have been unable to obtain a response. Therefore, we have informed the helpline team member that we are proceeding to close this issue. If the issue persists, kindly create a new one and we will take swift and efficient action to address it. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_p. The root cause is most likely invalid credentials, possibly due to user error. No logs or evidence of a carelink fault or error found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from other device to software. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue no escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the device. No product return is required for mmt-8201.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.